Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 30 units of insulin to see drops exiting the infusion set tubing. Customer's blood glucose ranged from 156-279 mg/dl. Reportedly, customer continued to use pump for insulin therapy.